Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. Fluid was observed exiting the tear in the unexposed portion of the cannula during a leak test. Corrosion was observed on the pcb, internal components, and batteries in the returned device. A power supply was attached to attempt to download device data, but data was unsuccessfully downloaded. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Patient gave himself multiple bolus attempts but was unsuccessful in bringing down his bg levels. As treatment, a manual injection was delivered (which reportedly brought patient's bg levels down to 334 mg/dl) and a new pod was applied after the event.